Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. Review of the log files confirmed a ventilator inoperative condition has occurred. The system circuit board needs to be replaced to address the reported issue.